Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture and had unresponsive buttons and alarmed critical pump error. Customer was assisted with troubleshooting for fluid in pump. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump was submerged in water. Customer stated that they did not hear fluid when insulin pump was shook but stated that fluid was visible under lcd. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self -test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test or verify button keypad anomalies due to critical pump error. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with minor scratched display window, case and keypad overlay. The device failed leak test. The device had a leaked at the back of the case.